Manufacturer narrative:
Updated sections b5 and h6- type of investigation, findings, and conclusions. The returned device was visually examined for any abnormalities and the following was observed:upon opening the jar, leaflets cp1, cp2 and cp3 were in opened position. When tested with a probe to flex the open leaflets to closed position, leaflet cp1 stayed closed. Cp2 and cp3 flexed back to the open position. The returned valve was visually observed in solution, and the reported appearance/behavior of the leaflets were observed: leaflet cp1 and cp2 opened and closed with oscillation. Leaflet cp3 remained opened at all times with oscillation. A crease was observed on leaflet cp1. Cusp 2 of frame distortion likely due to device handling. No abnormalities in leaflets size were noted. The returned valve was further tested for proper coaptation under nominal simulated physiological patient conditions. The returned valve was videotaped as it cycled in the pulse duplicator to obtain footage showing valve leaflet motion. Video footage demonstrates that the valve opened and closed properly under the nominal stimulated patient test condition. Image was provided and the following was observed: valve out of jar with all leaflets in opened position. Deformation of the valve frame was observed. The complaint for leaflet crease was confirmed through returned product evaluation. This evaluation did not identify any issues related to instructions for use (IFU) or labeling. Upon examining the returned device, a crease was observed on leaflet cp1. This crease likely resulted from operator manual assembly technique. The crease on leaflet was potentially led to irregular leaflet appearance or inadequate leaflet coaptation as reported. Corrective actions have been successfully implemented to address the identified issue. These actions aim to prevent recurrence and enhance process reliability. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the leaflet crease. The complaint for valve frame deformation was confirmed through returned product evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the product investigation, the returned device was visually examined for abnormalities, and distortion was noted in cusp 2 of the frame. Additionally, the provided field image showed frame deformation. However, no frame damage or distortion was reported from the field. Since the valve was detached from the holder, it is possible that the frame was damaged during handling in the device preparation process. The provided imagery suggests that the valve was likely squeezed by a person during this process. As such, available information suggests that procedural factors (device handling) may have contributed to the valve frame deformation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in france, during preparation of a 23mm sapien 3 ultra valve, it was noticed that the leaflet motion was not normal when rinsing and the leaflet seemed small. One leaflet did not move and always stayed opened. Therefore, it was decided to not implant the valve. A new 23mm sapien 3 ultra valve was implanted with good result. As per engineering inspection, a crease was identified in a leaflet on the outflow side. As per valve inspection during product evaluation, valve frame deformation was confirmed.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, during preparation of a 23mm sapien 3 ultra valve, it was noticed that the leaflet motion was not normal when rinsing and the leaflet seemed small. One leaflet did not move and always stayed opened. Therefore, it was decided to not implant the valve. A new 23mm sapien 3 ultra valve was implanted with good result. As per engineering inspection, a crease was identified in a leaflet on the outflow side.